Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set leak at site. Patient suffered from high blood glucose and diabetic ketoacidosis.ketones were also present in patient. Therefore, patient was admitted to hospital on (B)(6) 2024 for 2 days and treated with intravenous drip. Feeling sick/unwell symptoms were reason of hospitalization. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from infusion site (specific cause not identified). The batch 5348441 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 5348441 were previously tested in complaint (B)(4) on 15/mar/2024. Device history record (DHR) review: packing of quick set. Lot 5348441 was manufactured according to the work instruction (wi) version 68 and packaging in the multivac 08-09, on 21/apr/2021, with a total of (B)(4) units. Assembly of quick set: lot 5350540 was manufactured according to the wi version 21 assembled in the quickset line, on 21/apr/2021, with a total of (B)(4) units. Lot 5350542 was manufactured according to the wi version 21 assembled in the quickset line, on 21/apr/2021, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/aug/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 5348441 and other 1 complaint has been registered in database for the same lot 5348441 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.